Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: 6947 implantable tachy lead (B)(6) 2011.

Event description:
It was reported by remote transmission that the atrial lead had occasional intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.